Event description:
It was reported that the insulin pump is under delivering. Caller stated that the customer had high blood glucose of 377 mg/dl and the insulin pump is no given the correct amount of insulin at bolus delivery. Caller also stated that the insulin pump did not make correct calculations based on information entered. Nothing further was reported.

Manufacturer narrative:
The insulin pump passed all functional test, including prime, displacement, rewind, basic occlusion, occlusion, and excessive no delivery alarm test. The bolus wizard functioned properly per bolus wizard sample. All bolus programmed during testing properly delivered and recorded in history file. No bolus anomaly noted. Unit received with scratched display window and cracked battery tube threads.